Event description:
Healthcare professional reported via anaplastic large cell lymphoma (alcl) questionaire form "late seroma". Later physician reported "swollen breast". Later healthcare professional reported "clear expression of cd30", "suspicious for a breast implant-associated anaplastic large cell lymphoma", "confirms the diagnosis of a breast implant-associated anaplastic", "strong reactivity for cd30", "negative for alk1" and "we fully confirm that the blasts located in small clusters correspond to a breast implant-associated anaplastic large cell t-cell lymphoma (bia-alcl)". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in pfmea-silicone filled bi and sizer assembly, smooth (v3.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of lymphoma-alcl-confirmed and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-confirmed and seroma.